Event description:
It was reported that two leads were attempted but not implanted due to the patient's anatomy. Both leads were returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, blood on all conductors. The full lead was returned and analyzed.